Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. When the camera is bumped, the user will be presented with a warning. When this camera bump warning is present, implant selection on the navigation page would not be possible. This is expected system functionality when the system detects the camera has been bumped. An fse was sent out under to replace the camera head. The severity is listed as severe, which matches the observed complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The camera was plugged in and the 'camera bump' warning appeared. The case was cancelled.